Event description:
During case, the surgeon was inserting the screw and it snapped approximately 3mm below the screw head.

Manufacturer narrative:
The macroscopic and microscopic investigations show that the screw broke in forced rupture mode because of too high torsional forces during the insertion. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation also, no indication was found for any device related event.